Event description:
It was reported that the pt is still receiving good therapy but his pocket site is inflamed and the lead is protruding from the skin. The physician suspected infection. Further info is being requested at this time.